Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that the footswitch did not operate prior to a surgical procedure. The surgery was performed with a back-up system. There was no pt involvement.